Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to this issue, the audio bolus button cover was partially lifted. The button was responsive during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 12/02/2015.